Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check was performed with tandem technical support (tts) and no issues were identified; however, the customer was using cartridges longer than the recommended period, tts educated the customer that this is considered off label insulin use. The customer successfully changed the pump supplies and resumed insulin therapy.